Event description:
It was reported that (3) devices were used during a laparoscopic gastric bypass. It was reported by the rep that the lcsc1 emitted a solid tone when plugged into harmonic generator. A new disposable worked successfully. Also the ets45 (tsb45) fired four times but failed on the 5th reload. Another instrument was used to complete the case. There was no consequence to the pt.